Manufacturer narrative:
The technician replaced the connector and the scale pcb foot board to repair the bed.

Event description:
Information received indicates the scale function is intermittent, due to corrosion/fluid ingress on the 22-position connector on the retracting frame.